Event description:
It was reported the patient had her pump refilled on (B)(6) 2013 and the patient was unsure what the health care provider (hcp) had raised ¿it¿ to. The patient reportedly needed an MRI to check the catheter as ¿they don¿t think she is getting the right medication¿. It was noted it ¿feels like it¿s been this way forever¿. The patient believed the condition had been present for more than a year and ¿it is getting uncomfortably worse and I am beginning to walk hunched over¿. The patient was to have an MRI on (B)(6) 2013 and it was noted she had an MRI in the past however the timeframe and reason was not provided. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).